Event description:
A heat or electrical issue with the pump and charging supplies was reported via email, with the pump becoming overheated and hot to the touch. There was no adverse impact on the customer's blood glucose level. Customer continued to use the pump.